Event description:
Additional information was received; a replacement procedure was performed. The pocket was reopened; all right ventricular lead connectors were reconnected and the screws were tightened. A portion of this right ventricular lead was surgically abandoned. Only the connector end portion of the lead will be returned for analysis. The lead was replaced. Post procedure measurements were within normal limits.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis revealed damage to the rate sense outer insulation, located 7 cm from the is-1 terminal pin. Arcing damage is evident on the rate sense conductor coils in the area of the damaged insulation, indicating that the lead conductor had contacted the electrically active case of the ICD.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead displayed shock impedance measurement less than 20 ohms. A review of the arrhythmia logbook revealed an episode had occurred approximately two months earlier. The patient with this lead remains hospitalized until a revision procedure can be performed in the near future. No adverse patient effects were reported.